Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 1627487-2021-15018, 1627487-2021-15019. It was reported that the patient experienced an infection at the lead site due to a rupture that opened and began bleeding. As a result, the scs system was explanted at an unknown date. Patient was hospitalized for a few days and treated with antibiotics and was released on (B)(6) 2021.